Manufacturer narrative:
(B)(6). The device used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Review of complaint history of the reported lot number for the past 3 years found no other similar complaints. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows a detached center of the screen/ electrode with contamination/discoloration on the spacer and cap. The center bar of the screen is completely worn. The wand shaft is broken on the handle. The device was dissected to indicate the damage. The thermal coupling wires and the suction line are broken as well. However, the adhesive inside the handle is in it´s original condition. There are no manufacturing abnormalities visually observed with the returned wand. The returned device cannot be functional tested as the wand´s thermal coupling wires, electrode wires and the suction line are completely cut. The suction line was tested and performed as intended. The device met all specification upon release into distribution. The complaint was not verified because the reported issue cannot be confirmed. The root cause could be determined as an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, the tissue became caught in the wand, which was then removed. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported. Results of the investigation have concluded that this unit had a damaged insulation shaft which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.